Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.2 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while wearing the pod for approximately 1 to 4 hours, the patient¿s blood glucose level rose to 414 mg/dl. During wear, the patient observed insulin leaking from the infusion site (arm) along with mild bleeding. When the pod was removed, the cannula was found to be bent. As treatment, a new pod was applied.